Event description:
It was reported to MFR that the vns pt was experiencing a recent increase in nocturnal seizure activity. The pre-vns baseline was 5 nocturnal seizures per week. The reporter indicated that the pt is now having nocturnal seizures every two hrs at night. As intervention, the physician increased the keppra dosage. Further f/u with the physician's office revealed that the pt has been hospitalized recently due to the seizure activity. There are no recent diagnostic test results available to determine the functionality of the vns device. The physicians' assessment on the relationship of the current seizure activity to vns therapy is unk. Good faith attempts to obtain additional info from the treating physician have been made, but have been unsuccessful to date.

Manufacturer narrative:
See scanned page.